Manufacturer narrative:
Patient information was not provided. (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
(B)(4) received a report that an s5 roller pump being used as the arterial pump displayed an error message during a procedure. The user was able to clear the error message and it did not reappear. There was no report of patient injury.